Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. The author said no additional information is available. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. MDR report numbers 2015691-2020-10824 and 2015691-2020-10825 are also related to this article.

Event description:
Through review of medical article "transcatheter mitral valve implantation (tmvi) using edwards sapien 3 prostheses in patients at very high or prohibitive surgical risk: a single-center experience," in journal of interventional cardiology. Copyright 2020. Edwards received information a patient with a 31mm mitral pericardial valve implanted underwent a valve-in-valve procedure after an implant duration of approximately 10 years, nine months, due to calcific degeneration which thickened leaflets resulting in mild stenosis and severe mitral regurgitation. Patient presented with severe heart failure symptoms. A 29mm transcatheter valve was implanted within the existing edwards device using the transseptal access. The implant date is known only as "2005."

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.